Event description:
A 63 yr old male with med history of mitral insufficiency and left ventricular hypertrophy underwent a mitral valve replcaement using a 31mm mitral homograft on 01/13/1998. Post-op, pt was noted to have irregular ECG. Echo showed dehiscence. The pt's posterior papillary muscle was found to have ruptured and the valve dehisced.